Event description:
It was reported that on (B)(6) 2023 the patient had peripheral edema. The peripheral edema was not related to the device. The patient was hospitalized for right heart failure. A cardiac catheterization was performed that revealed a central venous pressure (cvp) of 9 mmhg, a pulmonary artery (pa) systolic pressure of 33 mmhg, a pulmonary artery (pa) diastolic pressure of 17 mmhg, a pulmonary artery wedge pressure (pcw) of 13 mmhg, and a cardiac output of 3.3 l/min.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the right heart failure could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. The ¿introduction¿ section of the IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. The ¿patient care and management¿ section outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.